Manufacturer narrative:
Per tandem user guide: change your cartridge every 72 hours or as recommended by your healthcare provider.

Event description:
It was reported ongoing intermittent occlusion alarms occurred. Reportedly, the customer was using the same supplies for over 3 days on the mobi pump. There was no reported adverse impact to the customer¿s blood glucose level. A replacement pump was sent to the customer to resolve the issue.